Manufacturer narrative:
Brand name: ultrathane mac-loc locking loop multipurpose drainage catheter. Occupation of reporter: non healthcare professional. PMA/510(k) #: exempt (B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into a patient during a subphrenic abscess drainage procedure. Between one to two days after the procedure took place, it was found that the catheter was leaking. Another procedure was not needed to replace the catheter. As reported, the patient did not experience any adverse effects due to this occurrence.